Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Physician reported patient with retained sb3 capsule. The patient ingested the capsule on (B)(6) 2015. The patient had not passed the capsule by (B)(6) 2016. Patient is not experiencing any symptoms. CT scan showed the capsule in the diverticulum. Physician referred patient to another institution for enteroscopy. As of (B)(6) 2016 the customer has not received results for the enteroscopy.